Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient reported the lead was implanted too tightly causing issues during movement. During the replacement of the device, the lead was repositioned to add more slack. The suture sleeve was not visible and a new sleeve was added to secure the lead, which was connected to the new device.